Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during basal and load process. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.